Event description:
It was reported that when used the ultra fast-fix, it successfully stripped off t1 but failed to strip off t2. No patient injury was reported.

Manufacturer narrative:
Additional information one (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint product number filed is aligned with the product received. The failure description describes a failure aligned with ultra fast fix products. Ultra ff requires manual user stripping off of each anchor vs. (B)(4) anchors which are automatically deployed via a spring loaded mechanism. The product returned is a used (B)(4) device. The lot number provided is a fast fix 360 product lot. The device was returned without t1, t2. Suture was returned in four frayed segments. E-mail communication stated that the anchors were removed from the patient. The delivery needle is slightly bowed and has been somewhat flattened at the distal tip. This represents some difficulty with reaching optimum tissue site. The cycles and actuates with light resistance due to flexing of the delivery needle. No root cause related to the manufacture of the device can be confirmed. Corrected data.